Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was alerted for undefined high impedance on the right ventricular (rv) lead approximately eleven days post implant. Variable impedance and high thresholds were also noted. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.